Manufacturer narrative:
(B)(4).

Event description:
The customer reports the luer-lock connection (brown head) fell off from the catheter.

Manufacturer narrative:
Qn#1900078911. The customer returned one 3-lumen cvc for analysis. The catheter body was intentionally trimmed just below the juncture hub. The separated portion was not returned for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The length of the returned catheter body measured to be 2 mm which indicates at least 308 mm were trimmed and not returned per product drawing. The distal extension line inner diameter measured 1.49 mm, which is within the specification limits of 1.42-1.50 mm per the distal extension line extrusion graphic. The distal extension line outer diameter measured 2.15 mm , which is within the specification limits of 2.13-2.21 mm per the distal extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The proximal and medial lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed that the proximal and medial extension lines were secure within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had separated directly adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Due to an increasing volume of complaints, a CAPA was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the luer-lock connection (brown head) fell off from the catheter.